Event description:
Notified by fmc walnut creek of this complaint. Reported complaint is internal "blood leak" of a reused dialyzer, at the 12th use. Blood was detected in the effluent dialyzer. The dialysis was interrupted to change the dialyzer, ebl 150 cc due to discard of partial blood circuit. There was no related injury or illness and no medical intervention required. MDR filed due to blood loss reported. Sample not available for examination. Lot number not available.